Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart. A cold reset was performed error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test due to blank display. Pump received with stripped battery cap(p) coin slot and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery cap of the insulin pump was jammed and the customer was unable to remove it. The blood glucose level of the customer was 9 mmol/l. The customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump. The device will be returned for analysis.